Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit received with cracked lcd glass. The p-cap does lock properly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had lines on the screen. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. Customer stated they did read the display. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.